Event description:
It was reported by the user facility that the patient's skin allegedly broke down while on the mattress. There was patient involvement; however, no clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted noting an evaluation was not performed on the overlay or hand pump involved with this issue as the. Patient was removed and the overlay and hand pump were disposed of. However, it was reported that the overlay was experiencing slow deflation and the hand pump was broken. Customer disposed of product prior to evaluation.

Event description:
It was reported by the user facility that the patient's skin allegedly broke down while on the mattress. There was patient involvement; however, no clinically relevant delay in treatment was reported.